Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an evaluation, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as functional testing could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly failed to obtain tissue samples. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.